Manufacturer narrative:
Date of event: approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for post traumatic neuralgia and spinal pain. It was reported that when the implantable neurostimulator (ins) was on the patient got good coverage. When the patient applied pressure on the ins they felt stimulation but when they did not apply pressure stimulation was intermittent. Prior to the call, the manufacturer representative ran impedance checks when the ins was on and when off but there was no distinction between the two sets of results. The manufacturer representative attempted to have the patient in a position where they felt stimulation intermittently and to run an impedance check. While running the test, the patient confirmed they felt stimulation intermittently. The test was run at 0.7v with reference electrode 0 that gave values of 3404-3696 ohm range for electrodes 1-7. It was noted that the patient did have some falls about 2 months prior to the intermittent stimulation issue that had started 4 months ago. Stimulation stayed on during charging because the pressure applied with the belt and antenna. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) on 2019-may-14 reporting that x-rays of the l and t spine were done to rule out possible broken leads. It was confirmed through the scans that the leads were intact. The patient met with the manufacturer representative and health care provider (hcp) on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on 2019-apr-29 that the x-ray did not show any lead fractures. It was noted that the patient has had falls and all impedances were >3500 ohms. No further complications were reported.